Event description:
It was reported that the customer experienced a blue circle under the reservoir. The customer stated that the insulin pump have been bumped while in his bag. The customer's blood glucose was 63 mg/dl. Troubleshooting was done. The customer stated that the drive support cap of the insulin pump was sticking out. The customer confirmed that there was damage to the drive support cap. Advised customer that the insulin pump needed to be replaced. Advised customer to follow his medically prescribed back-up plan. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked reservoir tube lip, missing end cap sticker and loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.